Event description:
The resorbable t2 could not be positioned at the tip of the needle so that it did not deploy. T2 was cut free and t1 was left in place.

Manufacturer narrative:
Device is not being returned for evaluation.